Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the implant date or for the model/serial number for the ipg. Model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm the complaint was not confirmed. The lead extensions passed all required tests performed and exhibit normal device characteristics.

Event description:
A report was received that the patient felt the ipg was uncomfortable in her abdomen, and she was experiencing intermittent stimulation. The patients lead extensions displayed high impedance readings. The physician suspected malfunction of the lead extensions. The patient underwent a revision procedure and the physician repositioned the ipg from the abdomen to the lower back, and explanted the two lead extensions. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, description: scs phiii ext 35cm.

Event description:
A report was received that the patient felt the ipg was uncomfortable in her abdomen, and she was experiencing intermittent stimulation. The patients lead extensions displayed high impedance readings. The physician suspected malfunction of the lead extensions. The patient underwent a revision procedure and the physician repositioned the ipg from the abdomen to the lower back, and explanted the two lead extensions. The patient was doing well post-operatively.